Event description:
It was reported that during a patient event, the device powered itself off when the user was charging the defibrillation energy. The medical responders were able to obtain a back up defibrillator; however additional information regarding the continuation of care with the backup defibrillator is unavailable. The patient was later transferred to the ICU and passed away three (3) days later on (B)(6) 2012. A clinical review was performed and it was determined that it is unknown if the reported device malfunction contributed to the outcome of the patient. There was not enough data available to confirm the actions of the device user or the back up device. Also, the patient did survive the incident, but died 3 days after the event, in the ICU.

Manufacturer narrative:
(B)(4). Physio-control has been unable to evaluate the device or receive the device from the customer. No information regarding the evaluation of the device has become available. The cause of the reported failure could not be determined.